Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer stated that the last few infusion sets that she used had bent cannulas. The customer's blood glucose level was over 700 mg/dl. The customer expressed lethargy, not feeling well, headaches, vomiting, slurred speech and being off balance as symptoms of their high blood glucose levels. The customer was treated with an insulin drip and then on fluids. The customer was wearing the insulin pump at the time of hospitalization. The customer attempted to troubleshoot but received a failed battery test, and she had no other batteries to use. The customer stated that she would call back when she had more batteries. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.